Manufacturer narrative:
Continuation of d10: product ID 37081-60 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-60, serial/lot #: (B)(6), ubd: (B)(6) 2017, UDI#: (B)(4) h6 codes belong to the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic neuropathic pain. It was reported that high impedances were found four years after implant, noted in relation to malfunction of the ins though the problem could have came from the ins, extension, or lead. During the surgical revision, it was found that the origin of the problem was the extension. The device system was explanted and replaced. There have been no further incidents.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3986a-25, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: unknown, explanted: 2023-05-10, product type lead h2. Correction: please note, a model 3986a-25 lead was received instead of the expected model 37081-60 extension. Section d information above was updated to reflect that the product involved in this event was actually a model 3986a-25 lead, and not the model 37081-60 extension as initially reported. Also please note, h6 codes b17, c20, and d14 no longer apply to this report. H3. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Conductors 0, 1, and 2 were broken at 6.6 cm and 5.9 cm from the distal end of the distal segment of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.